Event description:
It is reported that a metal shaving was sticking off the rasp and it stuck the sales associate in the finger.

Manufacturer narrative:
Evaluation summary: excessive impaction during surgery, manhandling of instruments in the tray could have sheared off the piece of metal. Cause cannot be definitively determined. Evaluation: as returned, the rasp exhibits some damage to the cutting edges of the teeth on the medial radius of the device. Device history records indicate all components were manufactured and inspected to specification. (B) (4). Total number of events: 1. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.